Event description:
In 2008, abbott point of care (apoc) was contacted by a customer who reported that while opening an I-stat chem8+ control, level 1, the customer cut their finger. There was no medical treatment given as a result of the customer cutting themselves.